Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon catheter returned for evaluation. During visual evaluation, a kink was noted to the strain relief, no anomalies to the inflation hub. In addition, a kink was found at the proximal end of the balloon distal to the marker band and bunching noted proximal to the marker band. During functional testing, an in-house presto inflation device was used to inflate the balloon to 6 atm and water was noted leaking from the balloon. Under microscopic examination a longitudinal rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported inflation issue and identified material rupture as a longitudinal rupture was noted to the balloon due to which the balloon would have been unable to be inflated. Also, the investigation is confirmed for the identified material deformation as kink and bunching was noted to the balloon. A definitive root cause for the reported inflation issue, identified material rupture and material deformation could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an angioplasty procedure. During the procedure, it was reported that the drug-coated balloon allegedly did not inflate. It was further reported that the contrast just went through the balloon. The procedure was completed using another device. There was no reported patient injury.